Manufacturer narrative:
(B)(4). Final analysis found rib clavicle crush damage at 22.3 cm to 23.4 cm from the connector pin. Both insulations and coils were damaged in this region. Shorting was noted while manipulating and stretching the lead at the clavicle crush region. The damage found could have resulted in the reported complaint from the field.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited low impedance. All other electrical measurements were stable. An insulation anomaly was suspected. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.